Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) test strip (B)(4).

Event description:
Consumer initially reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred when the test strip was inserted and when the blood sample was absorbed. Wife is calling on behalf of the customer. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 308 mg/dl and 291 mg/dl using truemetrix meter. Customer was concerned that the result of 308 mg/dl was high. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer was also concerned with non-fasting result in the meter memory obtained the night before of 63 mg/dl; customer's expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1: 291 mg/dl date: (B)(6) 2017 time: 01:34pm fasting, result 2: 308 mg/dl date: (B)(6) 2017 time: 01:32pm fasting, result 3: 301 mg/dl date: (B)(6) 2017 time: 01:06pm fasting, result 4: 285 mg/dl date: (B)(6) 2017 time: 01:05pm fasting, result 5: 63 mg/dl date: (B)(6) 2017 time: 08:19pm non-fasting. Customer originally called because he was getting e-2 on the meter. When troubleshooting the meter he was able to get a result of 308mg/dl fasting and he was concerned that it was a little high so he tested again and got 291 mg/dl fasting. When asking the customer if he was comfortable with these reading he informed me of a non-fasting 63mg/dl reading he got last night before bed and how he was more concerned with how low that result was.